Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Initial reporter phone number: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown age, sex , and race underwent unspecified procedure with an unknown size unknown saline implant and was presented with deflation on one side and capsular contracture; baker grade unknown on the other. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s side which is hard and painful.